Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-100, lot# 444433, manufactured 19 mar 15, expires 2020-03, (B)(4). 2nd (middle): ifuse implant, p/n 7045-100, lot# 448333, manufactured 23 jan 15, expires 2020-01, (B)(4). 3rd (inferior): ifuse implant, p/n 4045-100, lot# 333329, manufactured 10 oct 14, expires 2019-10, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient complained of leg weakness on his left side when he awoke from the anesthesia. The surgeon performed a post-op CT scan that revealed the first and third implants had breached the neuroforamen. The patient was brought back into surgery later that same day for a revision surgery. The surgeon first explanted the superior (first) implant (7x55 mm) and replaced it with a shorter implant (7x40 mm) in the same hole. He then backed out the third implant a few millimeters. After completing the revision surgery, the surgeon decided to add an additional ifuse implant above the first implant closer to the ala line to help further stabilize the joint. There has been no update yet on the patient's condition following the revision surgery.